Event description:
It was reported that during an anterior procedure, the surgeon could not break-off one of the setscrews. A second setscrew was tried with the same result. The surgeon decided to not implant a setscrew at that level and did not want to replace the bone screw which would require a full dismantling of the rod. The surgeon reportedly did not use the countertorque which was said to be "too short to get into the wound". No pt complications were reported.

Manufacturer narrative:
The device has not returned to medtronic for eval. Unable to determine cause of the event.